Manufacturer narrative:
The suspect device has been received but an evaluation has not been performed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event. A device history record (DHR) review, product evaluation, and product family complaint trend review are in progress and the results will be provided in a supplemental medwatch report.

Event description:
It was reported to boston scientific corporation on august 3, 2007, that an ultraflex esophageal stent was used in a procedure in the esophagus (pt sex and age unk) one month earlier. The complainant reported that there was "resistance" during stent deployment, and that "stent could not fully [deploy]" and that "only [the] distal... 2 centimeter[s]" deployed. It was further reported that "the stent was removed without complications." The complainant reported that, the pt was "ok" following the procedure. The physician deployed a second ultraflex esophageal stent in the pt two weeks later. The pt's status following the deployment of the second ultraflex esophageal stent is unk.